Event description:
The patient reported that t for a couple months the contrast button does not work at all, and the up and down buttons require multiple depressions to activate them. Patient states it is getting worse now. Patient can use the up and down arrows but takes a couple depressions for activation. Ok button is working properly. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/10/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2012 with the following findings: the up, down, and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.